Event description:
The pt experienced overstimulation in her area of paresthesia one day post implant. The pt was unable to establish communication with the implantable neurostimulator, adjust stimulation, or turn off the device while on the phone with pt services. The pt was at home at the time of the complaint. The field representative was notified of the situation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.